Manufacturer narrative:
A lot history review (lhr) of reyc0173 showed two other similar product complaints from this lot number. The complaints for this lot number (reyc0173) have been reported from one (B)(6) facility. The device has not been returned to the MFR for eval.

Event description:
It was reported that the PICC was leaking from the exit site. It was established during flushing of the PICC.